Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument sticks constantly while using the green hem-o-lok clips. The customer was using the correct hem-o-lok clips as previously advised. The issue would happen on very fragile veins. The customer have to wrench the closed hem-o-lok clip out of the jaws of the instrument. There was no reports of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue was detected during a gastric vein procedure. Tissue was caught inside the jaws. No tissue was excised due to the event. There was no patient injury due to the event and no intervention required. The issue was resolved by using a large clip applier as a backup instrument. The medium-clip applier was wrench off with a maryland bipolar forceps instrument. The procedure was delayed by 5 minutes.